Event description:
It was reported that a percutaneous transluminal coronary intervention (pci) procedure was performed uneventfully on (B)(6) 2005 and the right common femoral artery (rcfa) was uneventfully closed using a perclose at device. In 2008, during a scheduled pci procedure the pulses in the rcfa were found weak, and believed to be due to the patient obesity. On (B)(6) 2011, during another planned pci procedure performed through the left common femoral artery, an angiogram showed total occlusion of the rcfa and it was determined that a procedure would be scheduled to treat the occlusion. After completion of the pci procedure vessel closure was attempted in the left groin using a starclose se device. However, an unspecified device failure occurred and hemostasis was achieved using a non-abbott device. On (B)(6) 2012 the patient came back for the planned rcfa repair to treat the occlusion. The occlusion was reported to be thrombus, 30mm long. It was indicated by the physician who repaired the rcfa occlusion that he suspected the occlusion was due to the pci procedure performed on (B)(6) 2005 where the perclose at was used. Angioplasty and stenting of the rcfa was successfully performed, restoring the arterial blood flow. Although the physician suspected the perclose at sutures could have caused the occlusion, there was no images confirming this information and while performing the repair the sutures were not seen in the rcfa. The patient was kept in the hospital for 24 hours. There was no adverse patient sequela. The site did not have information regarding the identity of the physicians who deployed the perclose at or the starclose se devices. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the starclose se failing to achieve closure could not be determined. The device was not available for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record could not be conducted and a query of the complaint-handling database was not performed because the lot number was not provided. Based on the review, no product deficiency was identified. The perclose at device is being filed under a separate medwatch MFR number.